Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary preliminary testing revealed a no output and no telemetry condition. Further analysis confirmed low battery voltage and abnormal current drain. During further analysis and removal of the memory integrated circuit from the hybrid, a chip broke off. Therefore, it could not be repackaged for further analysis.